Manufacturer narrative:
Date of event was reported as both (B)(6) 2016 and 2-3 weeks ago.

Event description:
Information received from the manufacturer's representative reported that the patient was charging their implantable too often. It was reported that the patient had noticed twice when they went to sleep the battery was at 75% but when they woke up the battery was at 0%. It was unknown if this was the typical recharge interval for the patient. Recharging statistics indicated that it was about 2-3 days between charges over the past 3 charging sessions for the patient. The patient showed the representative that their recharger was charging from 75 to 100. The patient programmer was not available to confirm the battery icon indicator on it. Settings information that were available showed the patient had 2 programs: program 1 at 6.0 volts, 450's and program 2 at 4.9 volts, 450's. The patient was using electrode #5 which the representative noticed was "open" so they removed it from the active group. A review of the recharging statistics indicated that everything that was recorded appeared normal (the representative did skip a portion of the stats so complete information was not available). No symptoms were reported in the event. Follow up information received from the rep reported that the patient was going to monitor the charging issue and that no additional troubleshooting had been performed. The indications for use for the implanted device were noted lumbar radiculopathy and spinal pain. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and the rep reiterated that the patient was having to charge more often. The rep re-stated that contact #5 had impedance >10000 ohms. The rep programmed around that electrode and the patient was receiving adequate stimulation. It was noted that the patient had not fallen or increase stimulation settings. The issue was considered resolved. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.